Event description:
The patient had previously undergone an ablation procedure using the vascade mvp xl.

Manufacturer narrative:
This supplemental report is being submitted to correct the device model from vascade mvp (800-612c) to vascade mvp xl ( 800-1012xl). Please see updates to sections b5 and d4. The investigation and risk statement below has been updated to reflect the correct vascade closure device. The vascade mvp xl was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp xl was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. However, as part of the investigation the contents of this complaint were reviewed and found the patient was 22 days post procedure and that the initial procedure was completed without issue. Additionally, haemonetics review of the clinical risk assessment concludes this event which occurred 22 days post procedure cannot be directly correlated with causing or contributing to the pulmonary embolism dvt adverse event but based on the severity of risk is being reported as an adverse event. Deep vein thrombosis (dvt) is a precursor of both pulmonary embolization and post-thrombotic syndrome; however, the possibility of a patient experiencing venous thromboembolism caused by the vascade family is not anticipated under standard use conditions (i.e., in accordance with the indication for use and procedural steps per the instructions for use). Vascade family, in contrast, is designed to mitigate the risks of venous stasis: minimal blood flow disruption - temporary hemostasis via the low profile disc. Reduced time to hemostasis - device is typically in the vessel less than 1 minute. Resorbable collagen implant is fully extravascular closure with no intravascular element. Non-thrombogenic per biocompatibility testing. Reduced time to ambulation.

Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. However, as part of the investigation the contents of this complaint were reviewed and found the patient was 22 days post procedure and that the initial procedure was completed without issue. Additionally, haemonetics review of the clinical risk assessment concludes this event which occurred 22 days post procedure cannot be directly correlated with causing or contributing to the pulmonary embolism dvt adverse event but based on the severity of risk is being reported as an adverse event. Deep vein thrombosis (dvt) is a precursor of both pulmonary embolization and post-thrombotic syndrome; however, the possibility of a patient experiencing venous thromboembolism caused by the vascade family is not anticipated under standard use conditions (i.e., in accordance with the indication for use and procedural steps per the instructions for use). Vascade family, in contrast, is designed to mitigate the risks of venous stasis: minimal blood flow disruption: temporary hemostasis via the low profile disc. Reduced time to hemostasis: device is typically in the vessel less than 1 minute. Resorbable collagen implant is fully extravascular closure with no intravascular. Element: non-thrombogenic per biocompatibility testing, reduced time to ambulation.

Event description:
The doctor reported that a patient presented to the emergency room (ER) experiencing shortness of breath. The patient had previously undergone an ablation procedure using the vascade mvp. An ultrasound was performed and revealed that the patient had deep vein thrombosis (dvt) in the right lower leg at the site of the prior closure access. Additionally, the patient was diagnosed with a pulmonary embolism. No further information was provided.